Event description:
During a ptca/rotablator treatment procedure, the quantum maverick monorail balloon ruptured at 20 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the proximal left circumflex coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "good."